Event description:
In the end of 2020 a patient was reported to have atrial arrhythmias. The event was resolved by reprogramming the premature ventricular algorithm "a pace on pcv" to off. The physician then observed decreased atrial arrhythmia episodes in 2021. No adverse consequences were reported and the patient was not reported to be unstable at any time. Further information was requested but is not yet available.